Event description:
A technician reported a pt with an inferior, temporal visual field defect. The pt currently does not feel comfortable driving, and her daily activities are impacted. The pt had a radial keratotomy procedure in 1991 and intraocular lens implanted procedure in 2006. The surgeon is planning a piggy back lens procedure to set both eyes for distance, as the reported eye is set for near vision. The technician indicated the surgeon does not know the source of the visual field defect, and there appears to be no pathology to explain it. The surgeon feels a piggy back lens will help the pt's visual disturbance. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history records could not be reviewed because the reported facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provide from the account for further investigation. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionaire was not received. (B)(4).